Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a (B)(6) user report which contained the following information: a us customer reported experiencing adverse skin reaction while wearing an adc freestyle libre sensor. Customer experienced symptoms described as "severe blisters with puss leaking" at the sensor site. No treatment reported and no further information provided. Based on the information provided, there was no report of death or permanent impairment associated with this event.